Event description:
It was reported to medtronic minimed that the customer noticed that the sensor was not connecting to pump. Customer reported transmitter charging issue and charge was not lasting. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7715. Troubleshooting was partially performed for short transmitter battery lifetime. Customer reported the transmitter battery did not last 7 days. Transmitter was fully charged before it was connected to the sensor. Troubleshooting was performed for transmitter charging. The customer called with questions or concerns regarding charging the transmitter. It was confirmed that there was no damage to the charger, battery spring, or connector pins. The charger led (light emitting diode) light was flashing green and had not been used for more than one year. The customer was advised that the charger was working properly and the transmitter was charging. No harm requiring medical intervention was reported. Product return for mmt-7841zn is not expected. Product return for mmt-7715 is not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.